Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was getting a motor error alarm. Customer stated that she is in the hospital for a non-pump related reason and is getting a MRI. Customer stated that during the MRI, the pump was in the same room but on a table away from the customer. Customer stated that she did not suspend the pump during the MRI but when she was done with the MRI, she noticed there was a motor error alert on the screen. Customer does not use the sensor feature on the pump and was unable to complete the rewind sequence on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had minor scratches on lcd window.